Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent first-time catheterization via the subclavian vein with the catheter tip positioned at the right chest wall. Preoperative preparations were completed, and the product¿s outer packaging was confirmed intact with normal preoperative product examination. The patient¿s coagulation status, including d-dimer and fibrinogen, was assessed prior to the procedure. However, 35 days postoperatively, the patient experienced a complete catheter fracture during the indwelling period. Additionally, the catheter migrated to pulmonary artery. Current status of the patient is unknown.

Event description:
On (B)(6) 2025, the patient underwent first time catheterization via the subclavian vein with the catheter tip positioned at the right chest wall. Preoperative preparations were completed, and the product¿s outer packaging was confirmed intact with normal preoperative product examination. The patient¿s coagulation status, including d dimer and fibrinogen, was assessed prior to the procedure. However, 35 days post procedure, on 25 nov 20225, the patient experienced a complete catheter fracture during the indwelling period. Additionally, the catheter migrated to pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one x ray image and one electronic photo were provided for review. The photo shows port and segment of catheter. The catheter tube was completely separated into two fragments. A piece of catheter was noted inside the cath lock. The x ray image shows the catheter is fractured. Only a short segment is connected to the port. The remaining catheter has migrated toward the distally. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, and migration issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.